Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ long lasting, heavy bleed with clots") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and uterine fibroid. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), nausea ("nausea before cycle came") and abdominal pain ("abdominal pain"). In 2007, the patient experienced fatigue ("fatigue/ tired, exhausted") and asthenia ("weak"). In 2008, the patient experienced alopecia ("hair loss/ hair thinning"). On an unknown date, the patient experienced mood swings ("mood swings"), fungal infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), panic attack ("panic attacks"), fibromyalgia ("fibromyalgia"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), migraine ("migraines") and abdominal pain lower ("severe cramps"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy), surgery (ablation in 2010) and surgery (ablation in 2010). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine and abdominal pain lower had resolved and the mood swings, vaginal haemorrhage, menorrhagia, fungal infection, female sexual dysfunction, anxiety, panic attack, fibromyalgia, headache, nausea, fatigue, weight increased, alopecia and asthenia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Ultrasound scan vagina - in 2006: everything was in place current weight as of (B)(6) 2018: 185 lbs. Approximate weight at the time of essure placement 155 lbs. (B)(6) 2011 pathology report, final pathologic diagnoses: endometrium, curettings: secretory phase endometrium. No evidence of hyperplasia or malignancy. (B)(6) 2011 radiology report, reason for exam: menorrhagia procedures: duplex flow-abdomen/pelvis-follow up (us-transvaginal) us-pelvis (non ob)-complete) history: patient with menorrhagia post endometrial ablation. Impression: 1. Unremarkable uterus and ovaries. 2. Bilateral essure devices are present. (B)(6) 2012 pathology report, pre and post-op diagnosis: labial hypertrophy procedure: excision of labial hypertrophy final pathologic diagnoses: labial hypertrophy excision: polypoid fragment of benign skin with mild chronic inflammatory infiltrate in dermis. (B)(6) 2014 diagnostic radiology, exam name: xr abdomen 1 view reason for exam: post op swelling hysterectomy (B)(6) 2014 impression: there was no evidence of free intraperitoneal air. The bowel gas pattern is nonspecific as visualized. There was a moderate amount of retained stool in the colon. Pelvis is not entirely included on the examination. There is a small rounded calcification in the right upper pelvis which was most likely a phlebolith. No evidence of organomegaly identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization and removal date (B)(6) 2014 was added. Essure start date updated from (B)(6) 2005 to (B)(6) 2006. Events abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, panic attack, vaginal haemorrhage and weight increased were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ long lasting, heavy bleed with clots") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, mood disorder, arthritis, cough, acne, gerd and adenomyosis uteri. On (B)(6)2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea before cycle came"), abdominal pain ("abdominal pain"), migraine ("migraines") and hormone level abnormal ("hormonal changes:take xanax"). In 2007, the patient experienced fatigue ("fatigue/ tired, exhausted") and asthenia ("weak"). In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse), painful and bleeds") and alopecia ("hair loss/ hair thinning"). In july 2009, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). On an unknown date, the patient experienced mood swings ("mood swings"), vulvovaginal mycotic infection ("yeast infection"), fibromyalgia ("fibromyalgia") and abdominal pain lower ("severe cramps"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy) and surgery (ablation in 2010). Essure (ess205) was removed on 14-nov-2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine and abdominal pain lower had resolved and the mood swings, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, female sexual dysfunction, anxiety, panic attack, fibromyalgia, headache, nausea, fatigue, weight increased, alopecia, asthenia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Pathology test - on (B)(6)2014: benign hemorrhagic luteal cyst. Ultrasound scan vagina - in 2006: everything was in place current weight as of (B)(6)2018: 185 lbs. Approximate weight at the time of essure placement 155 lbs. (B)(6)2011 pathology report, final pathologic diagnoses: endometrium, curettings: secretory phase endometrium. No evidence of hyperplasia or malignancy. (B)(6)2011 radiology report, reason for exam: menorrhagia procedures: duplex flow-abdomen/pelvis-follow up (us-transvaginal) us-pelvis (non ob)-complete) history: patient with menorrhagia post endometrial ablation. Impression: 1. Unremarkable uterus and ovaries. 2. Bilateral essure devices are present. (B)(6)2012 pathology report, pre and post-op diagnosis: labial hypertrophy procedure: excision of labial hypertrophy final pathologic diagnoses: labial hypertrophy excision: polypoid fragment of benign skin with mild chronic inflammatory infiltrate in dermis. (B)(6)2014 diagnostic radiology, exam name: xr abdomen 1 view reason for exam: post op swelling hysterectomy (B)(6)2014 impression: there was no evidence of free intraperitoneal air. The bowel gas pattern is nonspecific as visualized. There was a moderate amount of retained stool in the colon. Pelvis is not entirely included on the examination. There is a small rounded calcification in the right upper pelvis which was most likely a phlebolith. No evidence of organomegaly identified. *on (B)(6)2014 pathology test was done having result uterus (total): secretory endometrium. Unremarkable myometrium, serosa, and cervix. Fallopian tubes (bilateral): unremarkable. Ovary (left ovarian cyst wall): benign hemorrhagic luteal cyst concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received event " hormonal changes describe: take xanax " was added. Concomitant condition, reporter information and patient aka name were added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.